Event description:
The intelijet unit failed on two separate occassions (3/15/00 and 3/20/00). In both cases, the ump was being operated between 30-40 mmhg and kept surging throughout the case. The pts developed abnormal swollen joints, and in the first case the swelling extended up the thigh and into the groin area. After the surgery was completed, the swelling quickly subsided and no long term effects were expected.